Manufacturer narrative:
(B)(4). Sample has been requested. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
The liquid cannot flow out of the product. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.